Manufacturer narrative:
(B)(4).

Event description:
The patient was experiencing palpitations and a hematoma was noted. Patient was told to discontinue asa. Patient to undergo pocket hematoma evacuation at same time as the ra lead repositioning for dislodgement. The hematoma was evacuated on (B)(6) 2017.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.